Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels and issues with their sensor. The customer's blood glucose level at the time of incident was 49mg/dl. The customer treated the low with candy bar. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.